Event description:
A patient implanted with an evoke spinal cord stimulation (scs) system requested an explant due to inadequate pain relief. During the trial period, the patient reported pain relief only during the last twenty-four (24) hours of the trial and the patient elected to proceed with permanent implantation of the evoke scs system. Prior to the explant, reprogramming was completed but adequate pain relief could not be achieved. The evoke scs system was confirmed to be functioning as intended prior to the explant.